Event description:
Patient reported "left side bilateral device removal was indicated by patient as, "flipped and deflated." Device has been explanted. Left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.